Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr 986670 on 17/jul/13. Additional information was submitted through psr 1234132 on 19/oct/15. In response to FDA report number: mw5089983. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "pain and raynaud's phenomenon " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and rupture.

Event description:
Patient reported raynaud¿s phenomenon. Patient reported moderate breast pain on the right side. Healthcare professional additionally reported right side rupture. Device has been explanted. This record is for the right side.